Event description:
It was reported that the patient had an overdischarged battery. It was stated that on the 2nd prm attempt he was able to begin charging normally. Patient stated he hasn't charged for about 3 months - reviewed insr stats and (B)(6) was last recharge. It was reported that after getting the normal recharge screen, the implantable neurostimulator (ins) charged to 25% in about 20 min. It was stated that seemed quick. It was stated that there was a power on reset (por) condition. It was stated that the ins was able to be ¿jump started¿ and the patient¿s charging had been good, according to patient. It was noted that the patient was at fault for ¿just letting it go.¿ additional information received reported that the patient hadn¿t charged his stimulator for approximately 1.5 years because he would have to recharge his implantable neurostimulator (ins) daily because the ins would deplete quickly. It was noted that the patient¿s programmed settings were unknown. Additional information received reported that the last time the patient had felt any stimulation was 12 months ago. It was noted that the patient had last used his ins 1.5 years ago. It was stated that the patient had stopped using his stimulation because he couldn¿t get the ins to stay charged. It was stated that the patient would charge at 8 coupling strength bars, get the ins charged to 100%, but would have to charge again in a ¿few hours.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).